Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2024, it was reported by a distributor via (B)(4) that an ar-8150px-45 power picks tip broke. This occurred during a case, where another powerpick was used to proceed with the case.

Event description:
On 10/18/2024 additional information was received from a distributor via email who stated that the procedure was a knee arthroscopy. All fragments were removed from the patient. No pictures were taken. A new product was opened and completed the procedure. No delays or need for additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6, based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.